Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer advised they will call back to give further details of the low blood glucose and hospitalization event. Customer advised the dog ripped off the sensor from them.